Manufacturer narrative:
(B)(4), there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), valve regurgitation and nonstructural dysfunction (in this case, non-functioning leaflet) are potential risks associated with the use of the valve bioprosthesis. In this case, the cause of the reported non-functioning leaflet with central aortic insufficiency (cai) cannot be cannot be confirmed. In addition, the exact cause of the embolization of the valve cannot be determined; however, procedural factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Event description:
During a transaortic tavr procedure, after deployment of a 26mm sapien xt valve, open central aortic regurgitation with a "frozen" leaflet was noted on echo. A second valve was inserted and during placement of the 2nd valve, the 1st valve was embolized into the ventricle. An open procedure was performed to remove the 1st valve and a surgical avr was performed. As reported, the ascendra 3 sheath was placed in the aorta followed by a balloon valvuloplasty catheter (bav). The 1st valve was placed in position and then deployed with rapid pacing. The ejection fraction was 62%, the sinotubular junction diameter measured 29mm and the sinus of valsalva (sov) diameter measured 35mm. The native annulus and leaflets were moderately calcified. The coaxial alignment of the delivery system was good; ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.